Event description:
The customer reported that she inserts the infusion set in her thigh and sometimes the cannulas come out bent, but the insulin pump does not alarm no delivery alarm. Advised the customer to call back when the tubing clamp arrives to complete testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.